Event description:
It was reported that during a surgical procedure at the user facility, the irrigation pump was working intermittently. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation pump was working intermittently. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.